Manufacturer narrative:
H3: product analysis of sfr-6-30, lotno:b493533 found the solitaire fr pusher damaged (bent) at ~141.5cm and ~146.0cm from the pusher proximal end. The solitaire fr marker coil was in good condition. The solitaire fr stent was separated at the non-working (tear drop) length struts. The solitaire fr stent non-working (tear drop) length struts were damaged (bent). The stent working length struts were good condition. The separated solitaire fr stent was sent out for sem failure analysis. Per the sem report, for one of the stents struts the failure mode was unable to be identified due to the fracture surface damage (smearing). However, the fracture surface exhibited evidence of dimple features. The other stent strut failed via ductile overload. Based on the device analysis and reported information, the customer¿s ¿separation¿ and ¿resistance during delivery/retrieval¿ reports were confirmed. In this event, advancing/retrieving the solitaire fr revascularization device against resistance likely caused the stent became damaged (bent/separated) and the pusher to become damaged (bent). In this event, it is likely the use of an incompatible catheter (rebar-18) and the patient¿s vessel tortuosity contributed to the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire fr stent encountered resistance and the pushwire was reported broken/separated. The patient was undergoing surgery for treatment of an acute ischemic stroke. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 30 minutes. It was reported that the patient suffered from acute ischemic stroke. Using 8f guiding, distal access catheter (6f 125cm)) as proximal support. The rebar-18 microcatheter reached the location of the lesion in the internal carotid artery segment under the guidance of the guidewire. During the process of pulling the thrombus, it was found that the resistance was too large and the intracranial thrombectomy stent could not be pulled out. After being pulled out, it was found that the stent was broken and could not be pushed into place again. The surgeon said that the stent had quality problems and would not charge for it. It was reported the stent encountered resistance during delivery process of the procedure. The resistance was located in the proximal section of the catheter. It was also reported the stent pushwire broke/separated. The pushwire was torqued during the procedure. There was resistance encountered. The pushwire broke/separated in the proximal section. All broke segments of the pushwire were removed from the patient. The pushwire had broke prior to pushing. The stent was removed from the patient. The vessel was tortuous with a severity of moderate. The repor ted device and any accessory devices were prepared as indicated in the instructions for use (IFU).  No patient symptoms or further complications were reported as a result of this event.